Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair records determined the mesher had a damaged roller gear and the cutters failed the mesh test cut. The roller gear was replaced on the mesher and the cutter gears and collars were replaced on the cutters; however, the cutters cannot be fully repaired without replacement a definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the gears were chewed and there was an incomplete mesh. The event timing was during using the device on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. No adverse events were reported as a result of this malfunction

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.